Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/04/2015 - device evaluation: the meter has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation of the meter, a review of the meter records history indicated error 1 alarm issues on the date of the complaint. During testing, the meter powered up normally and paired successfully with returned pump. No errors occurred during testing. The complaint was shown in the meter records download but could not be duplicated during the investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that it was reported that the meter remote emitted an error 1 message that would not clear. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.